Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the non pacer dependent patient experienced a fever and presented in the emergency room. It was noted that the pocket was red and swollen. The system was explanted successfully.